Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a typical power cable disconnect alarms was confirmed via analysis of the submitted log file. The reported event of a broken pin in the system controller¿s white power cable connector was not confirmed. A log file was submitted for review and data from the event date of 10apr2025 was reviewed. The log file captured atypical intermittent power cable disconnect alarms that were not associated with true power cable disconnections on 10apr2025 from 01:03:59 to 01:04:00 and from 07:36:37 to 07:43:13 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred on the white power lead. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products were exchanged, if the alarms resolved, if any photos of the damage were available for review, and if any products would be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21jan2025. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for shortness of breath. They were also having alarms with power connection issues and log files were submitted for review. The log file captured power cable disconnect alarms associated with a known issue of the pin being stuck in the white power cable. Other than this the log file captured routine pump events and there were no adverse alarm conditions or parameter changes.